Manufacturer narrative:
Details of complaint: the biomed reported that the multigas unit gave an "external device failure" error message while on a patient. They removed this unit and set up a new one in its place for the immediate monitoring needs. They checked the o-rings on the failed unit and there was no issue. They will send the unit in for an exchange. Service requested / performed: exchange. Investigation summary: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Visual inspection it was found that the connector inside the etc02 was broke and unable to connect properly. The device was giving an "external device failure." Could not duplicate the issue. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Root cause of the issue could not be identified as the reported issue could not be duplicated. The overall risk is high. The following fields are not applicable (na) to this report: d4 lot # & expiration date. G4 device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the multigas unit gave a "external device failure" error message while on a patient.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit gave a "external device failure" error message while on a patient. They removed this unit and set up a new one in its place for the immediate monitoring needs. They checked the o-rings on the failed unit and there was no issue. They will send the unit in for an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit gave a "external device failure" error message while on a patient.